Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown insertion handle/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the nail would not disengage and the surgeon could not loosen the nail from the insertion handle. Another instrument set was used and were able to loosen the nail. There was a surgical delay of ten to fifteen (10 -15) minutes. The nail was implanted successfully. There was no patient consequence. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown insertion instrument. This is report 2 of 2 for (B)(4).